Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one dcs 95° 10ho l178 sst (product number: 281.900, lot number: 6133019, mfg. Date: 30 apr 2009) was received with the following complaint description:¿ my patient was operated on (orif of femur due to comminuted fix of distal femur with dcs synthes 10 holes) on (B)(6) 2012. Patient was under follow up (f/u) by me and had walking aid for about 8 months. Patient¿s fracture was going to heal but in one of f/u patient developed plate failure on (B)(6) 2013 and again was operated and I used lcp distal femur for her and after about 3 months after 2nd procedure fracture was healed. So it was delayed union and plate failure. Patient had crutch and walker and her post op course was well controlled¿. Please note that an unknown screw was reported for this complaint, however it was not returned and therefore no evaluation on the screw will occur. Upon visual inspection of the device it can be seen that the plate broke into two pieces around the fourth hole from the proximal side of the plate. Although an exact cause cannot be determined most likely as per the x-ray provided a lag screw technique was not utilized to reduce the fracture and the implant failed due to fatigue failure resulting from the nonunion of the fracture and the plate experiencing forces beyond what the implant could withstand during its 10 months of weight bearing. The complaint condition is confirmed. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This investigation summary is approved. Device was used for treatment, not diagnosis approve this investigation summary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when non-union/breakage occurred. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review for part#281.900 lot#6133019, release to warehouse date: april 30, 2009, manufactured at synthes (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a plate broke at the screw hole. Revision surgery was needed. The patient was operated due to distal femur fracture on (B)(6) 2012 and the plate was in place for 10 months. The patient was mobilized using walking aid for 8 months and the plate failed on (B)(6) 2013. The surgeon indicates delayed union and plate failure was reason for complaint. This report is 1 of 1 for (B)(4).